Event description:
It was reported that an exam had been completed and when the staff returned 20 minutes after the exam the closed room was filled with smoke. There was no fire. The user pulled the breaker which stopped power to the device. The tube had reportedly overheated, melted the port and part of the collimator and leaked all the oil from the tube. A new tube and collimator were installed and the system was calibrated with no further issues reported. No report of patient injury or death. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.